Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the handpiece stopped working. The procedure was completed using an alternate handpiece. There was no harm to the patient.

Manufacturer narrative:
The customer reported that the phaco handpiece stopped working during a case and then worked intermittently. The system was examined and the reported event was not replicated. However, the handpiece cable assembly was replaced as a preventive measure and was returned for investigation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The handpiece cable assembly was not tested, as it was replaced as a preventative maintenance. The phaco handpiece was not returned for evaluation and the serial number was not provided. Therefore, the phaco handpiece manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. (B)(4).